Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door there was fluid leaking from the cassette. She was advised to discontinue using the cycler and to contact her pd nurse. The set was discarded. During follow up the patient's pd nurse reported that the patient's effluent remained clear. She did not have any signs of infection. She was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.